Event description:
Pt in cath lab for pm generator change, pm vendor informed physician that there was a high impedance with previous atrial lead and recommended to physician to reposition atrial lead. Physician attempted to obtain venous access. Multiple attempts made to gain venous access with multiple -4- sheaths and wires. Distal hydrophilic coating sheared off during attempt. Dates of use: (B)(6)2010. Diagnosis or reason for use: repositioning of atrial lead. Event abated after use: no.